Event description:
It was reported that the patient¿s pain broke through at night no matter how high the amplitude was. The patient stated she could only increase the amplitude so high and then the stimulation caused her pain. This issue started about a year prior to the report. The healthcare provider (hcp) wanted the patient to meet with a manufacturer¿s representative (rep). It was further reported that the patient received assistance from their hcp or rep. On (B)(6) and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).